Event description:
On (B)(6) 2013, the patient's mother reported that her infusion set was leaking at the headset. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product was requested to be returned for product.

Manufacturer narrative:
Conclusion: the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.